Event description:
It was reported that the device exhibited a motor rate failure, motor not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 21-dec-2022 via email and attached to complaint object: this was discovered during testing. No patient harm reported. H6: event problem and evaluation codes: updates not required. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.